Event description:
It could not be determined if the event was attributable to the device. The actual device was not returned to b.braun for evaluation. According to the event summary, the "tubing on smallbore extension set snapped while CT tech was injecting contrast..." This set is rated at 45 psi and is not acceptable for use with a power injector. There is no information provided which would suggest that this incident was a result of any manufacturing defect. At the time of the incident, the labeling did not state that this set was not intended for use with a power injector. Due to complaints of this nature, an initiative is underway with our regulatory affairs department to add this statement to all applicable labeling. Co will continue to monitor for any increase in the complaint trends for this product and take appropriate action if warranted.

Event description:
Tubing on small bore extension set snapped while CT tech was injecting contrast for CT scan. Contrast splashed into face of CT tech. No pt injury noted.